Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that patient factors ((B)(6) female with severe valvular calcification on the ncc, sov obliteration and narrow stj) may have caused the annular rupture. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a sinus of valsalva (sov) rupture occurred post deployment of a 23mm sapien xt valve. A pericardiotomy was performed. A transfemoral tavr procedure was performed on a (B)(6) woman with severe valvular calcification on non-coronary cusp (ncc) and left coronary cusp (lcc). A contrast leak was observed at the lcc side due to inadequate leaflet dilation on balloon aortic valvuloplasty (bav). At that time, the ncc side seemed to be properly opened. It was decided to deploy a 23 mm xt valve with 1 ml less than nominal volume. Upon deployment, the cine view showed that the balloon opened the ncc smoothly and subsequently expanded toward the lcc side. The xt valve landed in a 70:30 aortic/ventricular (a/v) position as intended. Post deployment, blood pressure (bp) rapidly decreased from 100¿s mmhg to 50¿s mmhg. The transesophageal echocardiogram (tee) showed an increase of pericardial effusion. Cardiac massage was started and percutaneous cardiopulmonary support (pcps) was introduced. The cine view showed a retention of contrast at the ncc side of sov. Percutaneous pericardial drainage was performed but failed. A pericardiotomy and suction were performed. The amount of removed bloody effusion was around 300 ml of arterial blood. No further bleeding was observed thereafter. The patient was weaned off pcps and left the operating room intubated. A total of 2-unit red cell concentrate (rcc) was given in the procedure. Per the report, the native annular area and diameter measured 378 mm² and 22.0 mm respectively by CT with severe valve calcification and mild root calcification. Valve calcification was especially significant on the ncc and the lcc. The diameter of sov and sinotubular junction (stj) measured 25.6 mm and 23.0 mm respectively; the sov was reported as narrow.